Event description:
This female patient with a history of a murmur, was diagnosed with a large secundum atrial septal defect. Echo performed in 2005 measured the asd at approximately 10mm in diameter with a small aortic rim and floppy atrial septal tissue. The right heart chambers were also dilated. Cardiovascular exam revealed normal s1 and widely fixed split second heart sound. There was a grade ii-iii/vi systolic ejection murmur at the left upper sternal border. There was also a grade I/vi continuous murmur at the right infraclavicular area that went away when the right neck was compressed or when the patient was supine. After informed consent was obtained, the patient was premedicated and brought into the cath lab. A tee showed a secundum atrial septal defect measuring 7mm in diameter, with a small aortic rim and floppy atrial septal tissue at the ivc border. Using a 24mm aplatzer sizing balloon, the stretched diameter of the defect was measured to be 12mm. Therefore, a 12mm amplatzer septal occluder was selected. After positioning the 8f modified cook delivery sheath in the left atrium, the device was loaded in standard fashion and delivered to the sheath tip. Under fluoroscopic and echo guidance , the left atrial disc was opened and the right atrial disc was deployed as well. The physician felt this to be in suboptimal position and therefore the right atrial disc was retrieved being pulled back into the delivery sheath. A second attempt had the same results. However, on the third attempt, the left and right atrial discs were determined to be in good apposition on opposite sides of the septum. Push and pull maneuvers confirmed the security of the device and it was released from the delivery cable. The day after the procedure, the echo showed to be in suboptimal position with a small, but significant, atrial shunt superiorly. There was no impingement or obstruction of the mitral valve, right pulmonary vein or, coronary sinus. The device was not grasping the aortic rim and appeared to protrude into the left atrium. It was decided to surgically remove the device and repair the defect. The removal of the device went without difficulty and closure of the defect was completed with a dacron patch using a running stitch technique. Surgical findings indicated the device was angulated into left atrium at superior aspect revealing a residual defect because of a malaligned defect within the superior portion with an infolding of tissue. The atrial septum was noted to exist in 2 planes, explaining the difficulty in achieving a successful transcatheter closure.